Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device would not seal correctly. Replaced with new similar device using the same generator and it worked fine. There was no patient injury. No further information available at this time.